Manufacturer narrative:
No device returned.

Event description:
It was reported that the following an advance xp sing procedure, the patient's incontinence levels initially improved. However, the patient began experiencing recurring incontinence and an ams 800 artificial urinary sphincter (aus) was implanted. No further patient complications were reported in relation to this event. The complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint so an overall investigation conclusion code of known inherent risk of procedure was chosen as the reported adverse event is known and documented in the advance xp male sling system labeling. The reported allegation(s) could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA, or scar is required.